Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability because the size of patient's bone support was underestimated during CT scan evaluation.